Event description:
Device 1 of 4. Reference MFR report #1627487-2013-20195, 1627487-2013-20196, 1627487-2013-20197. It was reported the patient was admitted to the hospital reporting difficulty walking and an inability to stand up straight. The patient was to consult with his pain management physician. Follow-up revealed the patient reported sporadic shocking sensations down the legs and near the ipg site. A system assessment performed by the sjm representative reported effective communication between the ipg and the patient programmer. However, an impedance check showed invalid electrodes. The patient was given a new program to test. The patient reported the shocking sensations were better but not completely gone. The patient was instructed to use the one program only and to turn stimulation off should be the issue continue. The patient was released from the hospital on (B)(6) 2013. Additional follow-up identified the patient experienced a similar episode two weeks ago with intensified stimulation and inability to walk. The event lasted 24 hours and the scs was immediately turned off. The patient has recovered. The patient is satisfied with the new programs and does not wish to be reprogrammed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.